Event description:
As the physician went to position the enterprise vrd and delivery (B)(4) into position he was getting a good amount of resistance during advancement into the vessel by the supraclinoid turn after it was out of the select plus 150/5 cm (B)(4). As the resistance built he decided to re-sheath the enterprise. Upon doing so the stent seemed stuck at the bend to where he couldn¿t advance or recapture it. He then decided to pull out everything and start fresh with a new system (details unknown). The microcatheter was kinked and was not used to complete the procedure. There were no damages noted on the stent after use. An adequate continuous flush was maintained through the microcatheter. Other products used in the procedure were neuronmaxx 088 (details unknown) and syncro ii wire (details unknown). No patient injury reported. Additional medical intervention or medication was not required to prevent impairment of injury. The target vessel was the a2 segment which had medium tortuosity but was not calcified.

Manufacturer narrative:
When positioning the enterprise vrd (enf452800/10303808) there was a good amount of resistance during advancement into the vessel by the supraclinoid turn after it was out of the prowler select plus 150/5cm (606s255x/15820651). As the resistance built, the decision was made to re-sheath the enterprise; however, in doing so, the stent seemed stuck at the bend and it could not be advanced or recaptured. The microcatheter was kinked. It was reported that the microcatheter and the hub was cut off during the procedure to see if this would resolve the resistance issue. Everything was then pulled out to start fresh with a new system (details unknown). There were no damages noted on the stent after use. An adequate continuous flush was maintained through the microcatheter. Other products used in the procedure were neuronmaxx 088 (details unknown) and syncro ii wire (details unknown). No patient injury reported. Additional medical intervention or medication was not required to prevent impairment of injury. The target vessel was the a2 segment which had medium tortuosity but was not calcified. A non-sterile prowler select plus 150/5 cm microcatheter was received inside in of original carton box inside of a plastic bag. The microcatheter was inspected and several compressed sections were noted on the body of the device. The hub and part of the microcatheter was not received for evaluation; the proximal end of the catheter body appears to have been cut. The received microcatheter was inspected under microscope, and the damages found on the visual analysis were confirmed (several compressed sections and the cut section). The distal tip ID and od from the microcatheter were measured and were found within specification. The hub ID of the microcatheter could not be evaluated since the hub was not received for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinking of the microcatheter noted after removal was confirmed. The root cause cannot be determined; however, based on the report that the enterprise stent was partially deployed out of the distal end, it appears that procedural factors including vessel characteristics and device manipulation may have contributed. This kinking may have contributed to the difficulties encountered during deployment of the enterprise. Additionally, it was reported that resistance occurred during advancement of the enterprise through the vessel after it was out of the prowler select plus microcatheter. The instructions for use (IFU) outlines that the delivery catheter be positioned at least 1.2 cm distal to the aneurysm neck followed by advancement and positioning of the enterprise stent across the neck of the aneurysm. The stent is then deployed by withdrawal of the delivery catheter. The procedural factor of advancing the stent out of the delivery catheter instead of positioning and deploying as outlined in the IFU likely contributed to the resistance and inability to recapture. It was reported that the cut found during analysis was intentionally made by the customer, and is; therefore not related to a manufacturing issue. Inspections are in place to prevent kinked devices from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the event reported could be related to the manufacturing process; therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with (B)(4).

Manufacturer narrative:
A non-sterile select plus 150/5 cm was received inside in of original carton box inside of a plastic bag. The microcatheter was inspected and several compressed sections were noted on the body of the device. The hub and part of the microcatheter was not received for evaluation. The received microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed (several compressed sections and the cut section). The distal tip ID and od from the microcatheter were measured and were found within specification according to document (B)(4). The hub ID of the icrocatheter could not be evaluated due to the hub was not received for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as ¿cbs - kinked/bent¿ was confirmed. The damages found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have these damages.; additionally inspections are in place (000mi033 rev. 53) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: neuronmaxx 088 (details unknown), syncro ii wire (details unknown), new stent (details unknown), enterprise vrd and delivery (B)(4). This is 1 of 2 reports associated with (B)(4).